Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The same day as the event onset, the patient was hospitalized and was treated with vancomycin injection (1gm, every 5th day, discontinued) and ceftazidime injection (1gm, once daily, discontinued) for peritonitis. Two days after hospital admission, the patient was discharged. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. Patient retraining was complete. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.